Event description:
It was reported that 2 patients on telemetry developed runs of svt (supraventricular tachycardia), but the central telemetry monitor did not trigger a red alarm. No additional information was provided

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.